Event description:
The physician did not believe that the increase in seizures is related to vns therapy. The increase in seizures is at or below the patient's pre-vns seizure frequency baseline. The generator was received on (B)(6) 2015. The generator functioned as expected for the programmed parameters. Analysis concluded proper functionality of the generator.

Event description:
Clinic notes were received stating that the patient was experiencing a slight increase in seizure frequency. The patient's seizure frequency prior to the last vns parameter adjustment was 2-3 seizures per month. The seizure frequency after the last vns parameter adjustment was approximately 3 seizures per month. However, the patient had 3 seizures in one day at the end of (B)(6) 2015. Due to the slight increase in seizure frequency and total on time of the patient's generator, the nurse practitioner elected to refer the patient for prophylactic generator replacement. The patient's anti-epileptic medication was also increased at the last appointment with the nurse practitioner. Vimpat increased from 100mg in am and 150mg in pm to 150mg twice per day. The patient had prophylactic generator replacement surgery on (B)(6) 2015. The product is expected for return, but has not been received to date.